Event description:
The patient reportedly experienced mild facial drooping after the implant surgery. The patient was prescribed with steroids (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's facial drooping was resolved with steroids. The patient's device remains implanted. This is the final report.